Manufacturer narrative:
Additional information received by smiths medical on ''2-9oct-2019''. It was reported that the pump was switched out, time adjusted and infusion continued. Patient was brought back the follow day after treatment was completed. Patient received palliative treatments, and no further medical treatment needed.

Manufacturer narrative:
Additional reporter information: (distributor) (B)(4).

Event description:
Information was received indicating that during infusion a smiths medical cadd-solis vip ambulatory infusion pump alarmed and displayed "distal occlusion." The issue was reported to have occurred three times, and on the third time the patient and spouse brought the pump to the cancer center. While at the center the pump was checked and it was reported that no kinks were detected in the line, all clamps were open and no other problems were noted. Subsequently after the port was flushed (at the center) the pump went back to the green working screen. It was also reported that the pump displayed forty-four (44) hours as the infusion time when the actual approximate duration of infusion was twelve to fourteen (12-14) hours after initial connection to pump. No adverse patient effects were reported.